Event description:
Fmc canada reported (0746) a crack in the header cap (arterial) at the end of the dialysis treatment. Estimated blood loss 250 cc. The sample was discarded by the user. Attempted to get medwatch patient info on 9/28, 9/29, and 9/30/98 without success. No medical intervention was necessary.